Event description:
Intra op, glenoid fracture, small crack in glenoid caused by cruciate of new keel punch, surgical fracture.

Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.